Manufacturer narrative:
As reported, the bard/davol optifix straight fixation device deployed a broken fastener. It is reported that the subject device is being returned for evaluation. However, at this time has not been received. Based on the information provided to date, no conclusion can be made. To date, this is the only complaint reported from this lot. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the results of sample evaluation. Based on the sample evaluation and investigation performed, root cause for the reported issue is related to user device interface from applied forces while in use. The subject device was returned for evaluation. Visual evaluation noted a bent guide wire. Simulated use test performed resulted in the deployment of a broken fastener. Internal component evaluation finds that all of the components are in place and in good condition; no manufacturing anomalies were found. A review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ note, this MDR is submitted to report the event associated with the first optifix straight device (device #1). Note: section a through f- the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: sample evaluated.

Event description:
As reported, during a procedure on (B)(6) 2021, the bard/davol optifix straight fixation device (device #1) was used. After the first two fasteners were deployed, the device stuck and deployed a broken fastener. Another optifix device (device #2) was opened; which also stuck and deployed no fasteners. A non-bard fixation device was used to complete the procedure. The duration of procedure was extended about 15 minutes. There was no reported patient injury. Addendum per additional information: during a laparoscopic procedure, the bard/davol optifix straight fixation device was used to fixate a bard/davol 3dmax mesh, above the pubis. As reported, after the issue occurred, the device was air-fired but did not work. The surgeon is an experienced user of the device.

Manufacturer narrative:
As reported, the bard/davol optifix straight fixation device deployed a broken fastener. It is reported that the subject device is being returned for evaluation. However, at this time has not been received. Based on the information provided to date, no conclusion can be made. To date, this is the only complaint reported from this lot. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ if/when sample is received and evaluation is completed, a supplemental MDR will be submitted. Note, this MDR is submitted to report the event associated with the first optifix straight device (device #1).

Event description:
As reported, during a procedure on (B)(6) 2021, the bard/davol optifix straight fixation device (device #1) was used. After the first two fasteners were deployed, the device stuck and deployed a broken fastener. Another optifix device (device #2) was opened; which also stuck and deployed no fasteners. A non-bard fixation device was used to complete the procedure. The duration of procedure was extended about 15 minutes. There was no reported patient injury.